Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio = 4.6, lab = 3.06. A new strip lot was sent to the customer for a comparison study. Further evaluation to be performed.